Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed. The pitch cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the prograsp forceps instrument would not articulate however it would rotate when trying to clamp. Possible broken cable. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.